Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 370 mg/dl with polydipsia. This combination of blood glucose level and symptom does not meet animas¿ criteria of a reportable adverse event; no adverse event is being reported in association with this complaint. The reporter alleged the pump lost power during the night. Troubleshooting by animas customer support revealed no low battery warnings or replace battery alarms were recorded in the pump history. The reporter denied pump damage and confirmed the battery cap fit properly on the pump. During troubleshooting, the user was instructed to change to a new battery from a new pack and when this was done, the pump powered on properly; the power issue did not occur during or immediately after a battery change. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: a review of the black box showed two unexplained power on resets with deliveries resumed. No moisture/corrosion was found in the battery compartment. No damage was found to the returned battery cap. The battery compartment was cracked above and below the bumper pad. The returned battery cap measurements were within specifications. The returned battery cap attached to the pump and was used to successfully complete 24 hour testing. No power interruptions were duplicated at this time. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.